Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The device failed during evaluation with no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. The product analysis lab (pal) evaluated the device. The internal and external inspection was performed and the device passed. The device was tested and found to have non-infinite resistance readings and maintained these readings after all grounds and ac lines were disconnected. A test power entry module was installed and the readings showed an infinite value and no signs of continuity. The reported issue was determined to be caused by a malfunctioning power entry module. The power entry module was scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up will be submitted.